Manufacturer narrative:
No further informatin is available on the repair of the bed at this time.

Event description:
The account alleged a wire on the motor control board became disconnected and sparked. No patient impact.